Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via telephone call that the insulin pump alarmed for a motor error three times. The blood glucose reading was 538 mg/dl. The customer treated with manual injection. The drive support cap appeared normal. The caller declined troubleshooting for high blood glucose. He was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind and displacement tests. However, the pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners, broken battery tube threads and minor scratches on the lcd window.